Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was at their dialysis appointment around 2:00pm and was not feeling good and felt tired. The cgm was displaying ¿low¿ and the bg was 366 mg/dl. The nurse at the clinic advised the patient to go to the hospital. The patient went to the hospital and at the hospital, a bg was checked and I was 43 mg/dl. The patient could not remember the cgm value during this time and was admitted to the hospital. The patient was treated with unspecified IV and discharged the next day on (B)(6) 2025 around the same time they were admitted the day prior. At the time of the report, the patient was still tired. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.